Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was repositioned and remains in use. It was also reported that the rv lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.